Manufacturer narrative:
(B)(4). Concomitant medical product: 47249436011, z nail rf 11.5x36 mm nail, 64179633. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw had backed out on a znn retrograde nail. Surgeon has indicated an additional surgery to address the malfunction, however no medical intervention has been reported to date. Attempts have been made, but no additional information has been provided.

Manufacturer narrative:
UDI : (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.